Manufacturer narrative:
(B)(4). Evaluation, results: (highly calcified with 80% stenosis). Conclusion: (highly calcified with 80% stenosis). Evaluation summary: the device was returned to medtronic for evaluation. On review of the returned device, a section of the balloon material had detached along with a section of the distal inner shaft. The balloon material had torn in a radial pattern leaving 11.0 mm of balloon material attached to the proximal balloon weld. There was excessive stretching of the inner shaft material with 24.9cm of exposed inner distal to the balloon material detachment site. The transition shaft was stretched and kinked. Transition shaft length was measured at 21.3cm (from the proximal end of the hypotube bond to the distal end of the transition tubing in the exchange joint).

Event description:
A sprinter legend rx balloon dilatation catheter length 20mm, diameter 3.0mm was used to treat a highly calcified lesion with 80% stenosis in a pt's mid rca. The device was inspected prior to use and there were no issues noted. It was reported that the device was delivered to the target lesion and the balloon was successfully inflated and deflated. As the physician was withdrawing the device, the distal balloon material was caught in a calcified area of the lesion. The physician used force in an attempt to withdraw the device resulting in the balloon and distal tip material detachment. It was reported that the balloon got caught in the calcified area and ripped away. The physician attempted to snare the detached material, but in doing so it became further advanced in a small branch of the pt's artery. The pt was reported to be stable post procedure and no clinical sequelae have been reported.